Manufacturer narrative:
This is the same event as 3010536692-2014-01116. This event occurred in the (B)(6).

Event description:
Allegedly the patient was revised due to pain; adverse soft tissue reaction to particle debris (left).